Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 12mm x 4cm balloon. The catheter was returned in two segments, with a 4.0cm segment of the distal portion of the balloon detached. The detachment was examined under microscopic magnification and the detachment appeared to be a clean cut with no stretching noted. Per the reported event details, the user cut the catheter the sheath in half in order to remove the balloon. The balloon appeared to have been previously inflated. No signs of a rupture were observed along the length of the balloon. No other anomalies were noted to the returned catheter. Functional/performance evaluation: functional testing could not be performed due to the poor sample condition (i.e. Balloon segment cut off). Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for retraction problems, as functional testing could not be performed due to the poor sample condition (i.e. Balloon segment cut off). The root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use the recommended balloon inflation medium (50% contrast medium/50% sterile saline solution). Never use air or other gaseous medium to inflate the balloon. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon completion of an angioplasty procedure in an upper arm av graft, the pta balloon catheter was allegedly difficult to retract through the sheath. It was further reported that the health care professional (hcp) removed the sheath and the balloon catheter together as a single unit, cut the balloon and removed the balloon catheter from the sheath. The sheath and another pta balloon catheter were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon completion of an angioplasty procedure in an upper arm av graft, the pta balloon catheter was allegedly difficult to retract through the sheath. It was further reported that the health care professional (hcp) cut the sheath and was able to remove the device without further incident. There was no reported patient injury.